Manufacturer narrative:
(B)(4). Pump passed selftest and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on keypad assembly. Insulin pump received with pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm. Customer was able to clear error and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.